Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the machine did not power on or cycle. The field service engineer (fse) found that the controller board in main drawer had failed, causing the machine to not boot up. The issue was isolated to the controller board, which was replaced to restore functionality. Diagnostic tests were performed without any failures. The customer inventory was accessed without any issues. The hardware test application was used to test the drawers, and all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did not trun on and screen went black, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did not trun on and screen went black, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.